Event description:
Additional information received reported there was no damage to the pipeline pushwire or catheter observed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis as found condition: the pipeline flex and marksman catheter returned inside the inner pouch, bio-hazard bag, and shipping box. Damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched, but the ptfe shrink tubing remained intact. The distal and proximal ends of the braid were found open and frayed. No defects found with the tip coil, distal marker, re-sheathing marker, resheathing pad, or proximal bumper. The catheter tip and marker were examined, and no damage was found. The catheter body was found to be flattened at 5.4cm to 9.0cm from the distal tip. No other anomalies were observed. Testing/analysis: the catheter total and usable lengths were measured within specifications. The catheter was flushed with water and found patent. The catheter was tested by running an in-house 0.026¿ mandrel through the catheter hub. The mandrel successfully passed through the catheter hub without issues; however, resistance was observed at the damaged location. Conclusion: based on the device analysis and reported information, the customer report of ¿failure/incomplete open distal¿ was not confirmed as the braid's distal and proximal ends were found open and frayed. The cause of the ¿failure/incomplete open¿ could not be determined. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. However, the customer indicated that vessel tortuosity was normal, and the braid was not positioned in the vessel bend, which eliminates these factors as potential causes. In this event, the damaged braid may have contributed to the failure to open. The braid can become damaged due to over-manipulation, deployment technique, delivering/retracting the delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Additionally, the customer report of "resistance during delivery" was confirmed as the pipeline flex and marksman catheter were found to be damaged. From the damage observed on the catheter (flattening), braid (fraying), and hypotube (stretching), it appears that a high force was applied. These damages may have occurred when the customer attempted to advance the pipeline flex through the catheter against resistance. However, the cause of resistance could not be determined. Possible resistance causes include vessel tortuosity and lack of continuous flush with heparinized saline during delivery. The customer reported that vessel tortuosity was normal, ruling out vessel tortuosity as a potential cause. In this event, the lack of continuous flush with heparinized saline may have contributed to the resistance during delivery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID fa-55150-1030 (lot: 228829869); product type; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline flex with shield (ped2) that failed to open and had resistance in the marksman microcatheter during redeployment. The patient was undergoing a procedure for flow diverter treatment of a right internal carotid artery (ica) posterior communicating (pcom) segment unruptured saccular aneurysm. The aneurysm max diameter was 6mm and the neck diameter was 5mm. The distal landing zone was 3.2mm and the proximal landing zone was 4.1mm. Vessel tortuosity was normal. It was reported that the devices were prepared and the catheter flushed as indicated in the instructions for use (IFU). After the microcatheter was in place, the pipeline was delivered. During deployment, the distal tip of the pipeline stent failed to open. Less than 50% of the pipeline was deployed when it failed to open. The pipeline was not positioned in a bend. The pipeline was retrieved to redeploy. However, when trying to deploy again, the stent was stuck in the distal end of the marksman catheter and could not be pushed out. No other steps or devices were used to open the pipeline. The pipeline was resheathed 2 or less times. The system was removed and both devices were replaced to complete the procedure successfully. There was no harm or injury to the patient associated with this event.